Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube was returned fully rear locked and was removed from the hemostasis sheath. The anchor was deployed from the distal tip of the hemostasis sheath. No other damage or issues were identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an angio-seal device that the footplate did not deploy. They looked at the angio-seal to see if there was a foot plate and it was up inside of the sheath, barely visible from the outside. They were able to get it apart without cutting it. The procedure prior to the use of the closure device was an angiogram. There was no patient injury. Additional information was received on 08mar2024: manual compression was used for hemostasis. A 6fr. Procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no issue with insertion. The device was deployed without incident, no issues, "clicked" fully, position excellent, withdrew device and everything came out completely, there was no deployment or externalization of footplate or the collagen plug from device. Both were stuck within the distal part of the tube. The estimated blood loss was less than 250cc. The patient was stable. He was admitted overnight and discharged the next day.